Manufacturer narrative:
On july 15, 2021 mentor became aware that the follow up one has incorrect lot of 1754514. Please disregard follow up(1). Manufacturer¿s reference number: pc-000795052 the correct lot is 89585.

Manufacturer narrative:
Updated device evaluation completed on (B)(6) 2021: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak testing, and microscopic examination of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sal smooth rnd diap 325cc returned device. Leak testing was performed, according to mentor procedure, and it identified a tear on the anterior aspect measuring approximately less than 0.1 cm. Microscopic examination was performed and the cause of the deflation could not be identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a mentor smooth round moderate profile 325cc saline prosthesis experienced bilateral deflation post procedure. A photo examination was performed by a physician and deflation was diagnosed. As a result, patient underwent bilateral removal on (B)(6), 2021. This report is for the left side.

Manufacturer narrative:
Device evaluation completed on may 24, 2021: during the visual evaluation, no apparent damage or visual anomalies were observed on the sal smooth rnd diap 325cc returned device. Leak testing was performed, according to mentor procedure, and it identified a tear on the anterior aspect measuring approximately less than 0.1 cm. Microscopic examination was performed and the cause of the deflation could not be identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A search of the lot number was done and an mre could not be located if additional information becomes available a supplemental will be submitted. Manufacturer¿s reference number: (B)(4) on may 10, 2021 mentor became aware that the initial report incorrectly reported incorrect lot number. The correct lot is 1754514.